Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-mar-2023. H6: investigation summary ten samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage or any failure mode was observed. A device history record review was completed for provided lot number 2131737. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the sample analysis the symptom reported could not be confirmed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 27 g a loose connection caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: the needle hub is not securely attached to the syringe body. There's no way to make sure the hub is attached securely prior to use. The solution has leaked from the needle hub as a result and patient has to have drug re administered.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 27 g a loose connection caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: the needle hub is not securely attached to the syringe body. There's no way to make sure the hub is attached securely prior to use. The solution has leaked from the needle hub as a result and patient has to have drug re administered.